Event description:
"Gooey fluid" in abdominal cavity, thick exudate peel over the bowel. Information was received in 2004 from a surgeon regarding a pt who has a medical history of emergency surgery for a perforated diverticulitis with clostridium colitis. The surgery included partial removal of their colon. One month ago, three days after the emergency surgery, the pt's wound separated and the pt went back to surgery. The surgeon placed an 8x12 sheet of sepramesh and six sheets of seprafilm in the pelvis and on the small bowel. The physician noted that there was no apparent peritonitis or pus present at the time that the seprafilm and sepramesh were placed. Approximately 6 hours after the surgery, the pt experienced a dramatic deterioration. "They looked and were septic and [the surgeon] thought that they may go into cardiac arrest." The pt underwent emergency surgery and was found to have a gooey fluid in the abdominal cavity and a thick exudate peel over the bowel. The colon was reportedly fine and the pt's colitis had improved. The area was washed and the exudate was removed. The pt dramatically improved, however was still very sick at the time of the report. A culture of the peritoneal fluid was positive for alpha hemolytic streptococcus. The relationship between seprafilm and sepramesh and the adverse events was not provided by the surgeon. Additional information was received from the reporting surgeon 2 months later regarding the pt's events. This pt was discussed at the local morbidity conference and it was thought that the events were indicative of "sepsis in the setting of the film and bacteria that grew out." The events were considered by the physician to be severe in intensity. The relationship between the adverse events and seprafilm was considered to be probable, per the surgeon.